Event description:
Pt with an aspira peritoneal catheter, presented to the ER with abdominal pain. Pt had an infection. The catheter was discontinued. Pt is producing 1l a day.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.